Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Date of initial report: (B)(6) 2017. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that during a laparoscopic salpingectomy, the jaws of the device locked closed after application to tissue. The patient had bruising and developed a hematoma at the surgical site. Out of precaution the patient was observed within the hospital.

Manufacturer narrative:
One used lf1637 ligasure device was received, and evaluation of the returned sample could not duplicate the issue with difficulty opening. Mechanical testing found the jaws of the device would open and close properly. However, potentially contributing issues were identified. Visual inspection found excessive eschar had accumulated within the jaw seal plates and hinges. Eschar build-up can affect the functionality of the device, including opening/closing the jaws. The investigation found the root cause of this issue to be due to inadequate cleaning of the device. The included instructions caution users to keep the instrument jaws clean. Build-up of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.